Event description:
During implant, the lead became dislodged and the helix was unable to be extended. The lead was replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix was found extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be retracted and extended by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.